Event description:
On 6/11/98, the facility's director, materials management informed the MFR's rep of the following: the pt developed an infection and as part of the treatment, the device was removed. Immediately following the above conversation (6/11/98). The facility's director, materials management faxed the MFR's rep a medwatch report. The device was scheduled to be returned to the MFR for analysis. No further details were provided at this time.